Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. Customer stated that the pump was showing 2.8mmol/l with 2 arrows pointing downwards and test with blood meter and the reading is actually 7.5mmol/l. The customer stated the pump when into suspend. The customer stated there is vast difference in readings.